Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No display ramping on its own noted. The device had corroded lcd board. No traces of moisture were noted at motor assemblies per visual inspection. The device also had minor scratches the on lcd window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had moisture in the insulin pump. She sees a few water drops on the display screen which is messing up the display. She keeps the device in her bra. She pressed the b button and it showed the screen but it wasn't working. Customer stated she was asleep and the cannula came so she woke up with high blood glucose of 502 mg/dl. Customer's blood glucose was 232 mg/dl when she noted the fluids. Self-test was performed and it passed. However the screen wasn't displaying correctly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.